Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 211 mg/dl. No further information was provided as call was disconnected. Multiple follow up attempts were made to complete troubleshooting; however, customer did not respond.